Event description:
It was reported that the patient presented during follow-up in clinic. Upon interrogation, episodes of inappropriate automatic mode switch caused by noise oversensing were noted on the right atrial lead. No intervention was performed. The patient would continue to be monitored. The patient was in stable condition.